Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Customer's blood glucose level was 81 mg/dl. Reportedly, the customer loaded a new cartridge onto the pump and resumed insulin delivery.

Event description:
It was reported that an unexpected reset occurred after the customer brought the pump into a pool. Customer's blood glucose level was 81 mg/dl. Reportedly, the customer loaded a new cartridge onto the pump and resumed insulin delivery.

Manufacturer narrative:
B5, remove evaluation conclusion code (67). User guide states: your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time.